Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received.current information is insufficient to permit a conclusion as to the cause of the event. The lot number information needed to review device history records was unavailable.this event was originally reported on october 21, 2010, under manufacturer report number 1825034-2010-00454 for the hexloc liner. At that time, that was the only part that was identified as biomet product. Subsequently, on october 24, 2010, information was received stating that the acetabular cup and head were also biomet components.(B)(4).

Event description:
It was reported that patient underwent total hip arthroplasty approximately sixteen years ago. Subsequently, patient was revised on (B)(6), 2010, due to metal osteolysis, worn polyethylene, and a metal pseudotumor. The acetabular liner, acetabular cup, and modular head were removed and replaced with another head and mathys cage.